Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number mlp(B)(6), and the reported events, could not be conclusively established through this evaluation. It was reported, that there were no alarms associated with the event. And it was unknown, if the patient outcome was device related. It was reported, that the device was not explanted. And will not be returned for evaluation. The relevant sections of the device history records for mlp(B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death, cardiac arrhythmia, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure), as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication. And provides information regarding anticoagulation, including the recommended inr values. This document also explains, that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from multi-system organ failure. The patient went into sustained ventricular tachycardia (svt) and then ventricular fibrillation (vf). The flows were dropped. A large clot was seen in patient's right atrium, but it was not clear if this had anything to do with the death.